Manufacturer narrative:
Additional information was received from zoll clinical specialist indicating that the catheter was used in conjunction with high powered contrast injection. Upon injection of contrast, the infusion port tubing stretched out, becoming elongated due to the exceeding amount of pressure. Additionally, the hub encountered certain amount separation from the tubing, resulting in a leak. The tubing was subsequently clamped-off with a hemostat in order to prevent further leaking. Zoll clinical specialist informed the customer that the catheter has a pressure rating of only 100 psi and as such, the procedure which they performed was not approved based on the indications for use. The customer indicated that she would be sure to help pass along this information to her staff. No harm was caused to the patient and they did not save the catheter. The attached user facility medwatch report ((B)(4)) was received via postal mail on (B)(6) 2017.

Event description:
A user facility medwatch report ((B)(4)) was received via postal mail on (B)(6) 2017. The quattro catheter burst after having contrast injected for a cta (computed tomography angiography) of chest. I reached out to the zoll thermogard representative and found out that these catheters can pressure inject with a psi less than 100.